Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; d9; g3; h2; h3; h6 corrected: e1, h10 note. Note about g2 ¿foreign¿ designation was listed as a g3 instead g2. Correct note should read g2: japan. Visual examination of the returned product identified damage to the sterile packaging (blister). Sterility has not been compromised. Reported event has been confirmed. DHR was reviewed and no discrepancies related to the reported event were found. The condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage and a packaging design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: japan. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-00144. 0001825034-2023-00145. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while inspecting the items in stock the sterile packaging was found to be damaged. There was no patient involvement. It was reported that no further information is available.